Event description:
It was reported that the pump was alarming upstream occlusion. Reporter stated that they traced the tubing between the pump and reservoir and the alarm did clear. Reporter then stated the bag of medication was empty. Per label - total volume was 144 ml. Rate was 1.5 ml/hour, given was 125.2 ml. The event occurred while in use with patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.